Event description:
It was reported that the patient experienced a low blood glucose event while using the ilet, with a meter-confirmed nadir of 57 mg/dl, which was treated with oral carbohydrates (root beer and glucose gummies) and subsequently improved to 88 mg/dl; the low duration was approximately 30¿40 minutes and no backup therapy or medical intervention was used. Symptoms included hypoglycemia. Outcomes included transient impact without reported injury or need for healthcare services. Investigation included complaint intake review and user troubleshooting with education to cease additional carbohydrate intake to avoid rebound hyperglycemia and to monitor glucose. Investigation of this case revealed no device malfunction reported or observed and no component failure identified, with the event consistent with hypoglycemia of unclear cause. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.